Event description:
Patient status post posterior lateral distal humerus plate procedure, complained the plate was causing discomfort and the patient elected to have the hardware removed. Patient returned to the operating room and the plate and an unknown number of screws were removed. During the removal, one of the 2.7mm locking screws stripped, and had to be drilled out in order to remove the plate. Once the plate was removed, surgeon tried to remove the stripped screw with pliers, and the screw broke. The broken portion of the 2.7mm locking screw was left in the patient. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.